Manufacturer narrative:
Product analysis: analysis found that the programmer stylus and cursor were not aligned. Analysis also noted that the media bay door latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned without information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.